Manufacturer narrative:
(B)(4). Lot number gd882613 was reviewed for this complaint. All release/testing specs were met prior to release of batch. No defects noted during batch review that could be associated with the reported condition. An assignable cause could not be determined for this event. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 3 of 4 for this incidence of peritonitis. As patient discards supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Event description:
On (B)(6) 2011, during a call for an unrelated alarm the home patient (hp) reported that he was in the hospital with peritonitis. On (B)(4) 2011, baxter contacted the peritoneal dialysis (pd) rn and she reported that the patient was in the hospital from (B)(6) 2011 with peritonitis coincident with dianeal local (pd4) ambuflex therapy. She reported that pd culture and cell count were done. She reported that the patient ran out of solution during treatment and called the baxter technical representative, instead of the pd rn, who instructed him to start over with new supplies. The rn reported that the cause of the peritonitis is unknown, but stated that it could be touch contamination. She reported the patient is on ambulatory peritoneal dialysis and does not do manual day exchanges. The patient was treated with an unknown antibiotic. He has recovered from the peritonitis and continues pd therapy without incident. Proper aseptic technique was reviewed with the patient. No further information was available.